Event description:
The customer reported that their central nurse's station (cns) went down during patient monitoring and would not boot back into windows. The device was monitoring bedside monitors (bsms) at the time. They will be sending this cns in for a repair. No patient harm was reported.

Manufacturer narrative:
Service requested / performed: evaluation / repair: on 07/10/2020, the nihon kohden america repair center (nka rc) noticed no physical damage. Upon rc evaluation, the reported problem was duplicated. On 07/22/2020, the nka rc found both hard drives to be degraded and replaced them, #9000006111a, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 07/24/2020. Investigation summary: the root cause of the issue is determined to be hard drive failure. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drives replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for 4.5 years with no history of hdd replacement, and hard drive degradation is most likely the cause of the device failure. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on the rationale provided in hha 20-001. The problem does not warrant/require a CAPA. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not booting into windows. No harm or injury was reported. The device was monitoring bedside monitors at the time. They will be sending this cns in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple bedside monitor's (bsm's) were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is not booting into windows. No harm or injury was reported.